Manufacturer narrative:
Section d5: operator of device correction. Section h8: usage of device correction. Manufacturer¿s investigation conclusion: the reported event of an atypical power cable disconnect/low voltage alarm was confirmed via the provided log file and via the mobile power unit¿s (mpu) functional analysis. The log file captured a few atypical power cable disconnect alarms on (B)(6) 2024 while the mpu was in use. These alarms appeared to have been caused by the voltage within either power cable briefly fluctuating below the alarm threshold. Low voltage hazard alarms were active when this power cable disconnect condition occurred in both cables simultaneously. Each alarm resolved within a few seconds of activation when power was restored to the system, and no other notable events were observed. The returned mpu (serial number: (B)(6) was functionally tested at the service depot where an atypical power cable disconnect alarm was reproduced. The mpu was scrapped with customer approval and was forwarded to the product performance engineering (ppe) department for further analysis; however, atypical alarms were not reproduced throughout ppe testing, and the wires within the patient cable were found to have expected continuity measurements, including when the cable was manipulated. The root cause of the reported event was isolated to an issue with the mpu; however, further root cause was unable to be conclusively determined. Review of the device history record for the mobile power unit, serial number: (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook, rev. D, section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur, including alarms associated with low voltage/power cable disconnect conditions. The heartmate 3 patient handbook, rev. D, section 10 ¿safety checklists¿ instructs users to regularly inspect their equipment, including their mpu, and to return any equipment that appears damaged or worn. Users are encouraged to not use any equipment that appears damaged or worn. The heartmate 3 patient handbook, rev. D, section titled ¿emergency contact list¿ cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that log files were sent for review. The event log displayed a string of power_cable_disconnect / low_power_hazard alarms while tethered on mobile power unit (mpu). The alarms appeared to be caused by power to the mpu being briefly interrupted. The patient has the locking version of the mpu ac power cord. There was no interruption in pump support during these events. There were no other unusual events seen within the log files. The mechanical circulatory system equipment was operating as expected